Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the inner tubing was kinked/buckled. (B)(4) the full lead was returned, analyzed, and the helix was disengaged from the helical channel.

Event description:
It was reported that during implant attempt, both leads would not unscrew properly. The leads were not used and two new leads were implanted. No patient complications have been reported as a result of this event.